Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The distributor contacted sr the day after the operation to report that the surgeon had completed the procedure whilst both distal screws remained out of position. Following the operation, sr met with the doctor, but as the surgeon made no mention of this, it cannot be definitively confirmed whether the screws were indeed out of position. Additional information: sr visited the doctor to confirm this matter. The surgeon stated that he had not noticed the incorrect screw position during the operation; it was only discovered on the postoperative x-ray. The screw was not reinserted. This was because the screw hole had become relatively large in relation to the cortical bone, raising concerns about a secondary fracture at that site. Given the patient's wide medullary cavity, this was interpreted as a state of high nail occupancy, and it was decided not to impose any weight-bearing restrictions.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The distributor contacted sr the day after the operation to report that the surgeon had completed the procedure whilst both distal screws remained out of position. Following the operation, sr met with the doctor, but as the surgeon made no mention of this, it cannot be definitively confirmed whether the screws were indeed out of position. Additional information: sr visited the doctor to confirm this matter. The surgeon stated that he had not noticed the incorrect screw position during the operation; it was only discovered on the postoperative x-ray. The screw was not reinserted. This was because the screw hole had become relatively large in relation to the cortical bone, raising concerns about a secondary fracture at that site. Given the patient's wide medullary cavity, this was interpreted as a state of high nail occupancy, and it was decided not to impose any weight-bearing restrictions.